Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. The insulin pump had been going through batteries faster than usual. The customer¿s blood glucose level at the time of the incident was 8.5 mmol/l. The customer was given a series of steps to resolve the issue. However, they were offered a replacement for the device and the customer accepted. The device will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 and low battery alert noted during testing. However, power error 25, low battery alert and replace battery alert noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump error 63 alarm during self test and confirmed in the pump history due to cold solder joint on the keypad assembly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.